Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (B)(6) 2007,(B)(6) 2008,(B)(6) 2010. Missed abortion, vaginal delivery and menorrhagia (long history). Previously administered products included for birth control: birth control pills from august 2010 to october 2010; for an unreported indication: azithromycin. Past adverse reactions to the above products included urticaria with azithromycin. Concurrent conditions included morbid obesity, drug allergy, retroverted uterus and retroverted uterus. Family history included blood pressure high (mother and maternal grandmother), type 2 diabetes mellitus (maternal grandmother) and arthritis (maternal grandmother). On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In january 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced weight increased ("weight gain, 100 lbs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved and the headache, nausea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils placed without difficulty. There were three coils visible on the right side, five coils visible on the left side. Patient had essure placed in 2010-never has the confirmation test. She states that her pain is increased since having the essure placed. The patient underwent surgical procedure without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, device monitoring procedure not performed, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. New reporters added. Patient's demographic information, relevant history added. Essure indication added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue (onset date jan-2011) events migraines, headaches, nausea (onset date nov-2010), weight gain, 100 lbs (onset date 2011) and she did not undergo an essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.